Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by a hospital staffer that the customer received emergency medical assistance due to high or low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was still in the emergency room. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer's weight information has been updated which was not available with the initial report. The information has been included with this report in section describe event or problem.

Event description:
The customer's weight information has been updated from not applicable to (B)(6).